Event description:
It was reported, the recharger was not charging. It was noted, the patient could not charge their stimulator because, their recharger was dead. It was reported the recharger showed that it needed to be charged, but then went blank. It was noted the patient had to hold the cord a certain way to turn the recharger on. It was reported, the issue started a month prior to call and the last recharge session was a couple weeks prior to call. It was noted, the stimulator was dead. It was reported, the patient did not know where their programmer was to check the stimulator battery level. It was noted, the patient was hospitalized for non-epileptic seizures. It was reported, the patient had them all of the time when their pain was not under control. It was noted, the recharger did not come on to check the battery level. It was reported, the pain was in the occipital nerve. It was noted, the green light was lit on the desktop charger. It was reported, the connector pin was loose. It was reported the connector was broken on the desktop charger. It was noted, the cable assembly with the broken connector was replaced.

Manufacturer narrative:
Product ID 37761, serial# (B)(4); product type recharger product ID 3778-75, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-75, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37752, serial# (B)(4); product type recharger (B)(4).